Manufacturer narrative:
Concomitant products: product ID 8840, lot# /serial# unknown, product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that following a pump and catheter revision procedure (please see manufacturer report # 3004209178-2013-00071), a problem was encountered with programming and telemetry. The reporter encountered an error message on the physician programmer regarding an application issue, and also indicated there was a stopped pump due to incomplete telemetry. The pump was in the process of being updated with a priming bolus and infusion mode at the time of the event. Troubleshooting was initiated, and the reporter planned to reprogram the pump appropriately. There were no patient symptoms or impact reported due to the event. The medication being delivered via the device was baclofen. The outcome of the event was not reported. Additional information has been requested, but was not yet available at the time of this report.